Event description:
It was reported that the programmer's touch screen became unresponsive during an implant procedure. The issue was able to reproduce when the rep make angle to the programmer. Back for repair is recommended. No adverse effects reported. The programmer was being returned and analysis was requested.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed an error code had been recorded. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Manufacturer narrative:
The device has not been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the programmer's touch screen became unresponsive. The issue was able to reproduce when the rep make angle to the programmer. Back for repair is recommended. No adverse effects reported. The programmer was being returned and analysis was requested.